Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced an unresponsive touchscreen during the ¿press and hold¿ confirmation step for fill tubing on a replacement device after several days of normal use, despite a clean screen and no third-party protector, and a replacement was arranged. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 150 mg/dl. Outcomes included continued therapy interruption for the device function, but no injury, no emergency treatment, and no hospitalization. Investigation included customer interviews and troubleshooting, verification of shipping and return logistics, and review of device return tracking. Investigation of this device revealed a screen responsiveness malfunction consistent with a device user-interface or touch sensor performance issue, with the affected component being the display/touch interface; the device was replaced, and the user was instructed on shutdown and data handling. It was concluded, based on previously established findings for similar reports, that the most probable cause was a device malfunction of the touchscreen interface.